Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their blood glucose level was 534mg/dl, and their sensor reading was 54mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the cause may have been attributed to site location, rotation and insertion technique. The customer was being sent replacement sensor. The customer declined to troubleshoot for highs.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No battery out limit and failed battery test alarm during our testing noted. However, the insulin pump powered up properly after battery installation. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.